Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances in the lead. The patient underwent a revision procedure wherein the linear leads were replaced. The patient was doing well postoperatively. The explanted linear leads were discarded.